Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed the connectors were damaged and replaced the parts to resolve the reported issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, both blue fiber cable (bfc) connectors were damaged. The procedure was completed with no reported injury.